Manufacturer narrative:
Technician found the bed in bed shop. No head function. Isolated the issue to defective valves. Replaced both head up and head down valves to resolve this issue. Bed returned to service.

Event description:
Allegation of no head up function on this bed. No injury alleged.